Manufacturer narrative:
The pod will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and approximately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.

Event description:
The customer reported that he was experiencing high bg levels (270mg/dl) and had delivered a correction bolus, but the bolus did not bring his levels down. He noted that the cannula was kinked, though no alarm was initiated by the pod. The pod was discarded and will not be returned for evaluation.